Event description:
It was reported that the device was at eri (elective replacement indicator) before implant. The device was not implanted. It subsequently tested out of specification during manufacturer's analysis. The device condition was identified prior to any patient involvement.